Event description:
Baxter reported leakage from the silicone tubing on a transfer set. There was no patient injury or medical intervention reported. The product was in use for 30 days.

Manufacturer narrative:
Evaluation summary: results indicate confirmation of the reported event of leakage from the silicone tubing on a transfer set. The root cause was a pinhole in the tubing. Renal product surveillance, quality engineering and plant manufacturing will continue to monitor this product line and take corrective/ preventative action as appropriate.